Manufacturer narrative:
(B)(4). Investigation summary: two photos are provided for medical assessment. The photo labelled as (B)(4) burn (002) shows a vague round area of skin just above the back of knee joint appeared pale white with visible linear blackened/charred strips in it. There is also a red skin ring mark surrounding the affected area. Based on the patient¿s procedure information, the skin change fits appearance of a 3rd degree burn injury. In the second photo labelled as (B)(4) burnpic2 (002), there is not any abnormal skin visible. One each 0845 serial number (B)(4) was returned for evaluation. Functional testing was performed, and the pad was found in proper working order. No abnormalities were observed during visual inspection. The complaint is unconfirmed. A manufacturing record evaluation was performed for the finished device lot number 186420049, and no non-conformance were identified. Additional information requested but unavailable: what is the location of the burn in relation to where the pad was? What was the patient positioning? Where was the pad place on the patient? Was the patient¿s calf, ¿the site of the burn¿, touching the megasoft pad at any point during the procedure? Any generator alerts? Does the facility believe that the burn was related to a deficiency of the megadyne product? If so, why?

Event description:
It was reported that during a right breast tissue expander replacement procedure, the megapad malfunctioned. 3m disposable sticky pad was connected to the argon beam. Specific location not provided. Mega soft pad was connected to the mega powder generator. Specific location not provided. It is assumed that it was on the backside of the patient's torso, but this has not been confirmed. Patient suffered a burn on her left calf at an unknown point during the procedure. At the time of the discovery, it was noted that the patient had urine along her leg. Reason for the urine along her leg was not given.